Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 390 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had a bad sensor alert and calibration error alarm on their insulin pump. It was also found the customer's inserter did not release their sensor after pressing the button for a second time. The customer also reported the needle hub was stuck inside the inserter. No additional information provided.